Event description:
When the technician tried prepping the nanocross balloon with negative pressure, it appeared that there was a hole in the balloon. Air at this point was going into the syringe. Another balloon was used and the case was completed with no injury to the pt. During evaluation of the nanocross balloon a crack was observed on the outer shaft.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.